Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, the lamp suddenly turned off, and the illuminator would not turn back on. The illuminator was not responding, and the light emitting diode (led) indicator was dimmed. The technical support engineer (tse) attempted to review the system log, but the system was not connected at the time of the event. The tse had the customer swap to a back-up external illuminator to resolve the reported issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-apr-2022: the system functionality was checked prior to use, and the system powered on without errors. The procedure was able to be completed using the backup illuminator. No further details were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. The illuminator was returned without the lamp module and both fuses were good. In house fa reviewed the system logs and found error 48238 indicating illuminator communications failure and an error 48244 indicating illuminator lamp failed to ignite. This ignition failures indicated that the lamp module was nearing end of life or the ignition circuitry in the illuminator is failing. Fa found error 48245 indicating illuminator lamp failed to ignite . This ignition failures indicated that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. The illuminator was installed in the printed circuit assembly (pca) system with the test fixture and the system started up failed with the illuminator doesn't turn on and unavailable to programming. The root cause of the reported issue was deemed to be a component failure. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the system was not connected at the time of the event. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sh1807. This complaint is considered a reportable malfunction event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a back-up illuminator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.